Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 3.9; lab: 2.2 (next day); mean: 3.1. Confidence limits: 1.9 - 4.6. Per internal procedure, a valid testing time interval is perfomred 3 hours or less. The time interval between these 2 tests were done a day apart. As a result the test results are invalid. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.

Event description:
Caller alleges inaccuracy with inratio.